Event description:
It was reported that during a shoulder procedure using an ambient megavac 90 wand, the wand gave an error upon connection to the controller. Another ambient megavac 90 wand was opened and when connected it also gave an error. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.